Event description:
It was reported that during cleaning and sterilization, the customer noted a loop wire on the prograsp forceps instrument's tip. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed a derailed cable. The instrument was returned with a loop cable located at the distal clevis, failure analysis concluded that the loop cable could be caused by lack of tension. The instrument's housing was removed, and one pitch cable was found to be derailed from the back idler pulleys. The cable was wedged between the two pulleys and had lost tension. Additional observation not reported by site was frayed pitch cable. The conductor wire was intact and undamaged, but the drive cable was frayed. The pitch up cable was found to be frayed at the distal clevis hub. The frayed cable was sticking out at the wrist. Other cables at wrist were not damaged. The customer reported complaint does not itself constitute a reportable event; however, the frayed cable found during failure analysis if to reoccur could cause or contribute to an adverse event.